Manufacturer narrative:
Follow-up report submitted to document device results.

Event description:
The manufacturer sales representative reported that the device had runon during testing prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer sales representative reported that the device had runon during testing prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.